Manufacturer narrative:
No serious injury alleged. Malfunction alleged. Allegedly, upon leaving (B)(6) restaurant, the chair began emitting smoke from the battery area. Allegedly, the caregiver removed the consumer from the chair as the smoke was being extinguished. Allegedly, the restaurant employees used a fire extinguisher on the chair and called the fire department. It is unknown which components in the battery area generated the smoke. It is unknown if the consumer is a cigarette or cigar smoker. It is unknown if a lit foreign object became lodged in the battery area of the wheelchair. MDR filed.

Event description:
Upon leaving (B)(6) restaurant, the chair allegedly emitted smoke from the battery area. The restaurant employees used a fire extinguisher on the chair and called the fire department. The caregiver removed the consumer from the chair as the smoke was being extinguished. No injury is alleged.